Manufacturer narrative:
The suspect device was not returned for evaluation. A video of the defect was provided and the complaint was able to be confirmed. However, because the device was not returned for evaluation a root cause could not be determined. A review of the device history record was performed and no exception documents were identified. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a procedure, the patient underwent a carotid artery angiography using the map angiographic catheter. During the procedure, the catheter detached. The surgeon used a vascular retrieval device to remove the broken catheter, but it fractured again. The vascular surgeon managed to move the broken catheter from with the patient however, several small segments remained in the deep femoral artery and could not be retrieved. The surgery lasted four hours. Considering the patient's poor condition, the surgeon the decision was made to leave the ifb within the patient.